Manufacturer narrative:
The customer¿s report of an infusion with a programmed duration of one hour completed in five minutes was not confirmed. Physical inspection of the concomitant device noted no damage or any anomalies. Review of the pcu error log showed no errors or malfunctions on the reported incident date. Analysis of the pcu event log recorded the pcu and attached source pump module was powered on (B)(6) 2020 at 8:19 am. The log recorded a new patient was selected and the same profile (womens service/l&d). The log show the source pump module is selected and programmed for a ¿basic infusion¿ on (B)(6) 2020 at 8:19 am. At 9:30 am the source pump module is selected. The user programs a secondary infusion of clindamycin (drug ID 73). The user selects the guardrails default infusion settings, rate 50ml/hr vtbi 50ml and starts the infusion. At 9:38 am, the user selects the source pump module and pauses the infusion. The user then enters and exits the ¿options¿ menu. The user selects the source pump module and enters ¿volume duration¿ and ¿setup¿. The user then channels off the source pump module. The source device being channeled off initiates a pcu shutdown. The total secondary volume infused is 6.783ml. The total primary volume infused is 58.262ml. The pcu was powered on with a test pump module. A new patient and ¿womens services/l&d¿ profile is selected. Utilizing the pcu event log the user¿s programming steps were replicated on the returned pcu and test pump module. There were no obvious programming errors. The root cause of the customer¿s report that the infusion completed sooner than expected could not be identified. The incident administration sets could not be tested. The sets were not returned for this investigation. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 08/13/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/17/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the large volume pump was programmed for an infusion for 60 minutes; however, the infusion was completed in 5 minutes and the device monitor showed only 7ml of medication was delivered. There were no adverse effects caused to the patient in this event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the large volume pump was programmed for an infusion for 60 minutes; however, the infusion was completed in 5 minutes and the device monitor showed only 7ml of medication was delivered. There were no adverse effects caused to the patient in this event.